Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) increased to 575 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer changed infusion set and cartridge and resumed insulin delivery.